Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator was not providing the set pressure. There was no report of patient harm or injury. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.